Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 518 mg/dl with extreme drowsiness, nausea, and symptoms of dehydration. The reporter noted the patient remained on pump therapy, and the pump¿s basal delivery settings were recently changed by a healthcare provider. It was reported the patient was hospitalized on (B)(6) 2017 and treated with insulin via injection, intravenous fluids, and food/drink. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programed basal rates. No further troubleshooting was completed. This complaint is being reported because a device malfunction or use error could not be ruled out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: a review of the pump history indicated that the pump was running on the incorrect year of 2018 since january 1st. A review of the total daily dose history prior to the event date indicated that insulin delivery totals correctly reflected programmed values. The pump histories indicated that the pump was manually suspended on 04/06/2018 at 09:46 at which point a manual year change was made to 2017. The pump was manually resumed and deliveries continued on (B)(6) 2017 at 09:57. An unexplained reboot occurred on (B)(6) 2017 at 14:08 and deliveries resumed at 15:24. The last basal delivery occurred on (B)(6) 2017. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).